Manufacturer narrative:
The patient has a history of marfans syndrome. Patient was admitted to ICU and heparin commenced as well as dobutamine, additional information on the outcome of the patient have been requested. If a "low flow" alarm is active, then the patient should be evaluated. This can be accomplished by checking the pump flow waveform on the monitor for evidence of suction, or if necessary, by visualizing the left ventricle with echocardiography. The IFU and the patient manual have information on what the alarms indicate and how to appropriately respond to them. The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sudden decrease in power consumption. Power consumption returned to normal levels (baseline) after approximately four days. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow rate are most often attributed to an occlusion caused by a thrombus formation. Based on the investigation conducted, the most likely root cause cannot be conclusively determined; a possible root cause can be attributed to an occlusion caused by a thrombus formation. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a vad patient had been admitted following a sudden, significant and sustained reduction in flow with associated low flow alarms. Patient had been in the car with her father (driver) and suddenly experienced the event. There had been no known precursor events or incidents which could account for the event. Patient was airlifted to the treating facility for examination. Patient was admitted to ICU and heparin commenced as well as dobutamine. A CT was performed following a transthoracic echo with nothing abnormal reported. Log files sent for analysis. Additional information was not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.